Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a guidewire inside the advancer, a dilator, and a 3-lumen catheter inside a clear plastic bag. The complaint of a damaged guidewire was able to be confirmed by the photo. The customer also returned one guidewire inside the advancer for analysis. Signs of use in the form of biological material were observed on the guidewire and inside the advancer. Visual analysis revealed a misshapen j bend and bending throughout the guidewire body. A manual tug test revealed the coil wire had separated from the core wire adjacent to the proximal weld. Microscopic examination confirmed the distal and proximal welds were spherical and intact. The overall guidewire length measured 685 mm, which is within the specification limits of 679 mm - 687 mm per the guidewire product drawing; therefore, no pieces of the core wire appear to be missing. The guidewire outer diameter measured 0.800 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Bending and a misshapen j-bend were observed on the guidewire body. Microscopic examination confirmed the core wire had separated from the coil wire adjacent to the proximal weld. Despite the damage, the guidewire passed all relevant dimensional requirements. A device history record review was performed with no relevant findings. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the dilator was too blunt, making it difficult to operate. Additionally, the guidewire was too soft and became deformed during use". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00192 and 3006425876-2026-00176.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the dilator was too blunt, making it difficult to operate. Additionally, the guidewire was too soft and became deformed during use". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00192.